Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd neoflon¿ pro 24ga there was catheter tip damaged/deformed/defective. The damage catheter damage occurred 5 times. The following information was provided by the initial reporter. The customer stated: "while inserting the IV catheter the cannula tip was found to be damaged."